Event description:
There was a house fire which started in the vicinity of a lift chair which caused the owner of the chair to die and their spouse to sustain serious burns. The chair was not manufactured by golden technologies.

Event description:
There was a house fire which started in the vicinity of a lift chair which caused the owner of the chair to die and their spouse to sustain serious burns. The chair was not manufactured by golden technologies.

Manufacturer narrative:
Golden representatives reviewed the remains of the chair after the fire and the chair was definitely not manufactured by golden technologies.